Event description:
The customer contacted stryker to report that their device had an abnormal energy delivery. In this state, the device may not be able to deliver appropriate defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker further evaluated the removed bi-phasic pcb. It was determined the cause of the reported issue is due to electrically shorted of multiple components on the bi-phasic pcb.

Event description:
The customer contacted stryker to report that their device had an abnormal energy delivery. In this state, the device may not be able to deliver appropriate defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The cause of the reported issue was isolated to the biphasic pcba. Stryker replaced the biphasic board to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use.